Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to vaginal prolapse and rectocele repair. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, organ perforation, fistulae, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh repair and rectocele repair on (B)(6) 2013 for mesh erosion, abdominal pain and painful intercourse. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent a robotic-assisted laparoscopic sacrocolpopexy with lysis of adhesions on (B)(6) 2013 due to vaginal wall prolapse and a intepro lpp y-sling was inserted.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.